Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported lock up or loss of power conditions. Physio did however observed multiple event codes logged, one of which potentially related to the reported lock up condition. The system/memory pcb assemblies were then replaced and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device flashed service across the display and then lost power during a patient event. This message across the display is indicative of a device lockup condition. The customer indicated that following the loss of power, the device was able to be powered back on and patient care continued. There was no report of any adverse outcome of the patient as a result of the reported issue.